Event description:
It was reported by service report that due to the brakes not holding, a pt fell and a nurse was injured and is on medical leave.

Manufacturer narrative:
Investigation is still ongoing; if additional info is received, a follow-up report will be submitted.